Manufacturer narrative:
An event of a dislodged leaflet was confirmed. The device was returned to abbott for investigation, and one leaflet was dislodged and was not returned for analysis. The other leaflet was intact with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During procedure, it was noted that the leaflets were shed. A new non-abbott valve was chosen and completed the procedure. There was no delay in the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During procedure, it was noted that the leaflets were shed. A new non-abbott valve was chosen and completed the procedure. There was no delay in the procedure. The patient was reported stable.